Event description:
It was reported that the patient received an occlusion alert on an ilet system and experienced hyperglycemia with a peak blood glucose of approximately 300 mg/dl; the patient cleared the alarm, did not receive further occlusion alerts, and glucose began trending down to 285 mg/dl while preparing to eat, after which they were advised to proceed with a meal announcement and to call if another occlusion alert occurred. Investigation of this case revealed that the specific cause of the hyperglycemia and occlusion alert could not be determined. No clinical symptoms associated with hyperglycemia reported. Outcomes included no reported need for medical intervention and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.